Event description:
Burning eyes for two weeks; four weeks ago I received a new shipment of aquasoft daily contacts. A couple of days later I began experiencing intense eye burning like there was a harsh chemical in my eye. Every time I was in a bright room my eyes burned and watered worse. I eventually had to wear sunglasses indoors due to the extreme light sensitivity. I was unable to drive or even look at a computer for more than 15 min to work. I did not realize the issue was the contacts. I ended up going to the emergency room. I was prescribed antibiotics drops and had to keep the contacts out and the intense burning decreased. FDA safety report ID # (B)(4).